Event description:
Customer states the end user brought this walker back bacause one wheel broke where it attaches to the footpiece. Customer states the end user was on her front porch when it broke and it knocked her into the front porch, but was not injured. The unit has not been received for evaluation by sunrise medical.